Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU),additionally adverse events that may occur and/or require intervention include, but are not limited to, improper component placement.

Event description:
The following was reported to gore: on (B)(6) 2019, the patient underwent endovascular repair of a thoracic aortic aneurysm using a gore® excluder® aaa endoprosthesis. A non-gore sheath was inserted from the left side. When the sheath was removed, it was observed the left external iliac artery was ruptured. A contralateral leg endoprosthesis was implanted to treat the rupture of the left external iliac artery. During deployment of the contralateral leg endoprosthesis, the left internal iliac artery was unintentionally partially covered by the contralateral leg endoprosthesis. No treatment was performed for partial coverage of the left internal iliac artery, because it was observed that the blood flow of the left internal iliac artery was maintained. The physician decided to monitor it. On (B)(6) 2019, the patient expired due to the thoracic aneurysm rupture. (Gore device and procedure were not related).